Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found that the vertical adjustment of the sipper in the sipping position was not adequate. He then adjusted the configuration of the sipper.

Event description:
The initial reporter received 1 questionable troponin and 3 questionable elecsys hcg + beta results for 4 patient samples tested on the cobas e411 disk. The initial troponin result was reported outside of the laboratory. The doctor requested a rerun of the sample. Sample (B)(6) had an initial troponin result at 7:00 pm of 39.25 pg/ml. The first repeat result at 10:24 pm was 5.8 pg/ml. The second repeat result at 11:40 pm was 6.61 pg/ml. Sample (B)(6) had an initial hcg+b result of 10000> miu/ml. The first repeat result at 1:100 dilution was 2932 miu/ml with a data flag. The second repeat result at 1:100 dilution was 24539 miu/ml with a data flag. The third repeat result at 1:100 dilution was 23109 miu/ml with a data flag. Sample (B)(6) had an initial hcg+b result of 10000> miu/ml with a data flag. The first repeat result at 1:100 dilution was 1405 miu/ml with a data flag. The second repeat result at 1:100 dilution was 29413 miu/ml with a data flag. The third repeat result at 1:100 dilution was 29986 miu/ml with a data flag. Sample (B)(6) had an initial hcg+b result of 10000> miu/ml with a data flag. The first repeat result at 1:100 dilution was 4385 miu/ml with a data flag. The second repeat result at 1:100 dilution was 36790 miu/ml with a data flag. The third repeat result at 1:100 dilution was 37895 miu/ml with a data flag. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) adjusted the sipper nozzle in the incubator positions. He also adjusted the sample and reagent probe in the reagent positions. The investigation determined that the event was consistent with a reagent and a reaction pipetting issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.